Event description:
It was reported there were low out of range impedance values. Group impedance measured 203 ohms. It was noted there was poor paresthesia coverage of the 0-3 and 4-7 1x4 leads. It was noted both of these leads had a lower impedance than the leads on the 8-15 side. It was also noted there was shocking or jolting sensation somewhere along the extension. Palpation caused stimulation changes. It was noted the patient had leads that were programmed with all electrodes active. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Follow up information reported that impedance testing, x-rays, and reprogramming together led to the decision to revise the implantable neurostimulator (ins) system. It was observed that upon removal of the extension components, a 'few' of the electrodes were noted to be 'darkened.' These electrodes, on the proximal end of the extension, correlated to 'poor impedance readings when testing intra-operatively. Both extension components were replaced along with the ins. The patient was then reported as receiving effective therapy and was noted as doing fine.

Manufacturer narrative:
Concomitant products: product ID 3988, lot# n26667, implanted: (B)(6) 2006, product type lead; product ID 3988, lot# n26667, implanted: (B)(6) 2006, product type lead; product ID 3987a, lot# n086832, implanted: (B)(6) 2006, product type lead; product ID 3987a, lot# n067973, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).